Event description:
It was reported that pump quick bolus and wake button did not function as expected. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, and no additional information was received regarding the outcome of event.